Event description:
It was reported to vyaire that vent inop occurred during a maintenance work. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ vyaire medical was unable to confirm the issue, as the suspect device will not be returned for further evaluation. Therefore, root cause was not determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.